Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a splash to the face from the drainpipe on an architect c16000 analyzer. The customer stated liquid was found on the floor near the high concentration drainpipe. While cleaning the floor, the high concentration waste liquid splashed near the technician¿s eye, which was covered by eyeglasses and not safety glasses. The technician was instructed to go to the emergency room for first aid. The technician had their blood drawn for viral testing, but no treatment was given. There was no other impact to the user reported.

Manufacturer narrative:
The complaint investigation for high concentration waste exposure on an architect c16000 analyzer, serial number (B)(6), included a review of information provided by the customer, a search for similar complaints, ticket trending review, labeling review, and device history record review. While cleaning the floor a drop of liquid was splashed near the technician¿s eye. The technician was not wearing safety glasses. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of historical data was done, and was adequate, with no trends found. Labeling was reviewed and sufficiently addresses safety hazards including the wearing of personal protective equipment (ppe) and safety awareness where hazards may exist. Based on the information provided and abbott diagnostics¿ complaint investigation, the architect c16000 analyzer, serial number (B)(6), is performing as intended at the customer site, and no systemic issue or deficiency was identified.

Event description:
The customer reported a splash to the face from the drainpipe on an architect c16000 analyzer. The customer stated liquid was found on the floor near the high concentration drainpipe. While cleaning the floor, the high concentration waste liquid splashed near the technician¿s eye, which was covered by eyeglasses and not safety glasses. The technician was instructed to go to the emergency room for first aid. The technician had their blood drawn for viral testing, but no treatment was given. There was no other impact to the user reported.